Event description:
It was reported that on (B)(6) 2026, a 34 mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure. During the laa procedure, the physician went too far into the laa without the ball formation. From the moment it was clear the sheath was unprotected in the appendage, the abbott representative warned them about this and they retracted and deployed until ball formation. Furthermore, two attempts were made to deploy the device. The patient crashed due to pericardial effusion. The issue was fixed by adding protamine, the patient became stable again. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.